Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a peak glucose of 340 mg/dl and prolonged elevation for several hours, suspected to be related to bad sensors. The user removed the pump, administered a manual injection, and has continued with manual injections, later replacing infusion supplies including a teflon inset. Symptoms included high blood glucose, polydipsia, sleepiness, irritability, and lethargy. Outcomes included the need for troubleshooting and education, after which no further assistance was required. Investigation included a review of use history and troubleshooting with the user. Investigation of this case revealed an unclear cause of the hyperglycemia, with no evidence of a kinked infusion set and the user planning full supply replacement. It was concluded that the cause of the hyperglycemia was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.